Manufacturer narrative:
Due to the nature of the product to absorb into the body, the duragen plus unit is not available for return. Additional information was requested from the user facility by voice mail and letter. To date no response has been received. The device history record was reviewed for any abnormalities. The DHR indicated that one unit of duragen plus found with a foreign matter and rejected. The lot was 100% inspected for particulates finding no additional units. The seal integrity tests both prior to and post sterilization met specifications. No manufacturing issues were reported. The validated sterilization cycle was reviewed. The sterilization load metal cycle parameters. Biological indicators were negative for growth. Pyrogen testing met specifications. As part of the continuing investigation into this complaint a literature search will be carried out searching for fungal infections associated with cranial procedures and/or collagen based materials. A second attempt by letter will be made to obtain additional information, such as the results of the laboratory work concomitant medications, devices and therapies and patient medical history, from the user facility. A review of the complaint database will be conducted to survey all allegations of infections associated with the duragen family of products.

Event description:
The user facility informed the integra lifesciences corporation's ("integra") sales representative that, a female patient developed an infection after the surgery. The laboratory could not identify the cause of the infection, when reported. On december 3, 2007, integra product support spoke to a user facility representative. The surgery was performed five months earlier. The patient developed an infection weeks after the surgery. The patient was placed on a regiment of antibiotics. The patient eventually died about 2 months ago and exact cause is unknown. The autopsy results were not yet available. The cultures could not be identified by the hospital laboratory, and were sent to the cdc. The results of the cultures are not yet available, but the user facility believes that the organism is fungal.